Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment : this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at about 3 weeks post essure insertion she started to swell up in abdomen like she was 7 months pregnant. During the procedure to remove the device, essure fell apart causing metal toxicity. She also presented autoimmune disease. These events, seen as abdominal distension, metal poisoning and autoimmune disorder, are serious due medical importance and required intervention. Bloating is listed in the reference safety information for essure, while the other events are unlisted. Abdominal bloating and distention may occur during essure use. In this case, three weeks after insertion, her abdomen swollen like she was 7 months pregnant. Given close temporal relationship and event's nature, causality with essure use cannot be excluded. Regarding autoimmune disorder, as essure acts locally in fallopian tubes, causal relationship between this event and essure is very unlikely. Although essure releases nickel, the amount is not enough to cause metal poisoning. Thus, this event is assessed as unrelated to essure. Since intervention was required to remove the devices, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow-up will be actively perused, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# f bus-2015-us-072530 awareness date 29-aug-2015). The (B)(6) consumer had essure implanted in (B)(6) 2013. Consumer stated that she was in the best shape of her life and was completely healthy before she had the essure procedure done the device was inserted in the office via a hysteroscopy without general anesthesia. She went in to have the procedure done after orally taking a mild dose of pain drugs to get her ready for the procedure. According to her giving birth to her two children did not even compare to the amount of pain she experienced during insertion. It felt inhumane and the doctor and nurse never once asked how she was feeling and tolerating the procedure after the procedure took nearly one hour due to the fact that one of fallopian tubes was already dosed due to atrophy (her doctor stated this to me during the procedure) she managed to shove the device in through the scar tissue that already existed (due to consumers age). After it was done, she seemed to be unsure of proper placement. On the same day the consumer underwent a vaginal ultrasound to identify correct placement. The us technician could not be certain on the location of the devices but concluded they were there. At about 3 weeks post essure insertion she to swell up in abdomen like she was 7 months pregnant; this happened daily and never went away. The hsg test that was done several months later and was equally as painful. None of the side effects she was suffering from on a continual daily basis were ever disclosed to her. She was experiencing autoimmune disease and crippling joint pain, her bones crack and pop constantly! She can no longer workout and exercise, her body gets inflamed when she do. Her body thinks everything is an intruder now, even food. She was under special diet (autoimmune protocol diet paleo) that consists of no dairy, no grains, no sugars, no soy, no nuts and seeds. She had never had dietary issues before having essure. Essure caused her to suffer chronic systemic inflammation. She underwent two surgeries to remove the devices and had lost all her reproductive organs except one ovary. Devices fell apart during removal, causing heavy metal toxicity. She have just been diagnosed through extensive testing to have heavy metal poisoning. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at about 3 weeks post essure insertion she started to swell up in abdomen like she was 7 months pregnant. During the procedure to remove the device, essure fell apart causing metal toxicity. She also presented autoimmune disease. These events, seen as abdominal distension, metal poisoning and autoimmune disorder, are serious due medical importance and required intervention. Bloating is listed in the reference safety information for essure, while the other events are unlisted. Abdominal bloating and distention may occur during essure use. In this case, three weeks after insertion, her abdomen swollen like she was 7 months pregnant. Given close temporal relationship and event's nature, causality with essure use cannot be excluded. Regarding autoimmune disorder, as essure acts locally in fallopian tubes, causal relationship between this event and essure is very unlikely. Although essure releases nickel, the amount is not enough to cause metal poisoning. Thus, this event is assessed as unrelated to essure. Since intervention was required to remove the devices, this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.